Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire guide wire were selected for treatment of a 90% stenosed lesion in the mid circumflex artery. The oad was advanced to the lesion, and one treatment was performed on low speed. The oad contacted the viperwire spring tip. No damage was observed, and the viperwire was advanced farther into a vessel. A second treatment was performed with the oad, and the viperwire spring tip was observed to be fractured. A snare was used to remove the spring tip fragment. The procedure was completed as planned with stent placement and balloon angioplasty.